Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the tamper seal removed/broken, and the case top corners, sides, and bottom cracked along with a cracked right plunger case and alternating current receptacle. A review of the event history log identified motor rate error in the history. Flow testing was performed. During testing, the reported problem was duplicated. The problem was caused by normal wear of the motor assembly as the parts were over 10 years old. To resolve the problem, the motor assembly was replaced. (UDI) is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4).

Event description:
It was reported that motor rate error occurred. No patient injury was reported.